Manufacturer narrative:
Apligraf lot # gs1212.27.01.1a (unit # unconfirmed from customer) was packaged on (B)(4) 2013 and transferred to shipping on (B)(4) 2013. Review of the device history record for this lot indicated that all required documentation and review signatures were completed prior to transfer of the lot to shipping. Histology samples from this lot met device specifications at (B)(4) and histology testing documentation was reviewed by qa on (B)(4) 2013. All final sterility and mycoplasma results were negative. Additionally, endotoxin testing results passed. The lot met all specifications and release criteria for shipment. Apligraf lot #gs1301.29.05.1a ((B)(4)) was packaged on (B)(4) 2013 and transferred to shipping on (B)(4) 2013, the lot met all specifications and release criteria for shipment. Review of the device history record for this lot indicated that all required documentation and review signatures were completed prior to transfer of the lot to shipping. Histology samples from this lot met device specifications at (B)(4) and histology testing documentation was reviewed by qa on (B)(4) 2013. All final sterility and mycoplasma results were negative. Additionally, endotoxin testing results passed. The lot met all specifications and release criteria for shipment.

Event description:
Organogenesis, inc. Was notified of the event on (B)(4) 2013 via medical inquiry. Event description: on (B)(6) 2013, (B)(4) was notified by (B)(6) regarding a male patient who received two apligraf applications, one on (B)(6) 2013 and the second on (B)(6) 2013. Following each of his apligraf applications, was placed on bactrim for cellulitis. Attempts were made to obtain additional information from (B)(6) regarding the actual diagnosis, history of the presenting condition, co-morbidities, concomitant medications and the reported outcome. This male patient of undetermined age (initials and date of birth unknown) was being treated by dr (B)(6) for a right lower leg extremity wound (type, exact location and wound duration unknown). Details regarding wound bed preparation were not available. No details were available regarding the apligraf appearance or its application or post apligraf wound dressings or adjunct wound therapy. On (B)(6) 2013, this male patient had apligraf applied to his right lower extremity (type, exact location and duration of wound unknown). On (B)(6) 2013, the patient was placed on bactrim for "cellulitis in the area." On (B)(6) 2013, the patient has apligraf applied again. On (B)(6) 2013, the patient was again started on bactrim for cellulitis. No additional information was provided. Per (B)(6), dr (B)(6) does not known if the events "were actually related to apligraf or not."